Event description:
Following percutaneous transluminal angioplasty (pta) using a balloon catheter, a stent (subject device) was placed across the target lesion. Post procedure, the patient suffered a reperfusion hemorrhage. The patient died 9 days after the procedure. The physician believed that the death was unrelated to the subject device. No further information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, hemorrhagic event as well as death are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
Following percutaneous transluminal angioplasty (pta) using a balloon catheter, a stent (subject device) was placed across the target lesion. Post procedure, the patient suffered a reperfusion hemorrhage. The patient died 9 days after the procedure. The physician believed that the death was unrelated to the subject device. No further information was provided.

Manufacturer narrative:
Implanted.

Event description:
Following percutaneous transluminal angioplasty (pta) using a balloon catheter, a stent (subject device) was placed across the target lesion. Post procedure, the patient suffered a reperfusion hemorrhage. The patient died. The physician believed that the death was unrelated to the subject device. No further information was provided.